Manufacturer narrative:
(B)(4). Additional information: device evaluation: an actual sample was submitted for evaluation. A visual examination of the sample revealed that the tubing had separated from the drip chamber, confirming the reported condition of leaking at the tubing and drip chamber. The root cause of this condition was attributed to insufficient solvent bond on the tubing end.

Event description:
A customer reported to baxter product surveillance of one (1) secondary med set, interlink lever lock cannula in which normal saline from an unknown baxter saline bag was detected to be leaking at the tubing and drip chamber. This event occurred during priming while in a training session. There was no report of any other concommitant products. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.